Event description:
Related manufacturer reference number: 3006705815-2023-07763 and 3006705815-2023-07764 it was reported that the patient had a few falls and noticed their stimulator not working properly. Upon further investigation x-rays showed the patient's leads had migrated. Surgical intervention took place where the leads were explanted and replaced to address the issue. During the procedure it was noticed the ipg header was fractured preventing suturing in the pocket therefore the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.